Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing transcutaneous electrical nerve stimulation (tens). Noise was oversensed from the tens resulting in an inappropriate shock. Additionally pacing was inhibited which resulted in greater than two seconds of asystole. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the patient would no longer undergo tens therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.